Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test (B)(4). Sensor passed with accurate readings also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump has a bent sensor cannula. Customer's blood glucose reading was 182 mg/dl. Troubleshooting was done. Nothing further was reported.